Manufacturer narrative:
The complaint is deemed as confirmed. According to the pictures provided by the clinic, a crack was observed on the injection site and consequently leaked. An investigation of the manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed due to a broken arterial rubber. The machine alarmed as expected. Estimated blood loss was 10ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has not been returned to manufacturer.